Event description:
The pt returned to the hosp approx three weeks after the index procedure with a chief complaint of headache and aphasia. The pt was diagnosed with a transient ischemic attack (tia). An ultrasound of the carotid revealed a 40-69% stenosis of the stented region. An MRI/mra also showed increased t2 signals in both cerebral hemispheres consistent with cerebral hyperperfusion syndrome. Two days after admission,the pt suffered a syncopal attack. Given the high suspicion of seizure activity,the pt was treated with keppra. The pt is a male pt who was consented to the study. The pt was symptomatic. The target lesion location was the proximal left internal carotid artery. There was an occlusion in the contralateral carotid. Target lesion diameter stenosis was 95%. The characteristics of the vessel are unk. An angioguard distal protection device was positioned distal to the lesion. A precise stent was successfully implanted for treatment of target lesion. There was no malfunction with the stent. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the next day.

Manufacturer narrative:
The pt returned to the hosp approx three weeks after the index procedure with a chief complaint of headache and aphasia. The pt was diagnosed with a tia. The pt underwent a bilateral carotid ultrasound, which revealed no flow of blood through the right carotid artery. The left internal carotid artery (ica) revealed a patent stent with increased velocities, which would indicate a 40-69% stenosis of the region. An mra of the neck revealed a high grade stenosis of the origin and proximal left ica greater than 70%, but less than 90%. An MRI/mra also showed increased t2 signals in both cerebral hemispheres consistent with cerebral hyperperfusion syndrome. Two days after admission the pt suffered a syncopal attack. Given the high suspicion of a seizure the pt was treated with keppra. The pt underwent twenty-four eeg monitoring, which was negative for seizures despite multiple spells during this period. The physician relates the tia to reperfusion encephalopathy. The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.